Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, this patient's device was explanted in 2006 due to migration of the electrode array. The migration was caused by an ear infection. The patient does not want to be reimplanted.